Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebr0426 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that they found a black hair in the kit that did not match anyone at the bedside. Only lidocaine had been administered at this point, however, the healthcare professional had to take down the sterile barrier and start the procedure over.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hair within the package is confirmed, based on the photograph returned, but the cause cannot be determined from the sample received. The sample returned was one photograph of certain PICC kit components. Visual observation found the kit components within view were a hypodermic needle, syringe, scalpel, microintroducer, ultrasound gel, gauze, and powerpicc solo w/ 3cg. A long black thread-like object with the general appearance of hair was among the components on what appeared to be a blue drape or wrap. Because the package was open in the photograph, it cannot be objectively determined if the foreign object was in the package prior to the photograph being taken or not. Potential causes include deposition of the foreign body during packaging and during the clinical procedure.

Event description:
Facility reported to the sales rep that they found a black hair in the kit that did not match anyone at the bedside. Only lidocaine had been administered at this point, however, the healthcare professional had to take down the sterile barrier and start the procedure over.